Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End users daughter called stating that the seat is cracked a little bit on commode.